Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced vomiting. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2011 by dr (B)(6). Uneventful device explant on (B)(6) 2013. At explant, a paraesophageal hernia was observed with the device noted therefore, in the mediastinum. Fundoplication performed following device explant. Pt condition is well and symptoms resolved.